Manufacturer narrative:
The lot number was provided and a lot history review was performed. One device was returned for the reported malfunction. The investigation is inconclusive for the reported material rupture, but confirmed for detachment. A root cause could not be determined. The device is labeled for single use. The catalog number has not been cleared in the us, but is similar to the savvy long products that are cleared in the us. The 510 k number and pro code for the savvy long products are identified.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 48512025 pta balloon dilatation catheter allegedly experienced material rupture and detachment. This report was received from one source. The malfunction involved a patient with no reported consequences. The 40 year old male patient's weight was not provided.